Event description:
I have been using fixodent for some time. Then numbness, tingling & itching in l arm & MRI shows 05/06 & 06/07 are bad in neck. Blood work might have been taken but some is all I have for last 3-4 yrs. My neck problem is permanent as of this date & requires medical care & treatment. Dose or amount: denture cream; frequency: daily; route: oral. Dates of use: 1989 to now. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced? No.